Event description:
It was reported that (1) lcsc5 was used during a lap chole procedure. It was reported by the rep that while was using the device with a luke handpiece there was intermittent lockout as well as full lockout. The surgeon retightened the disposable and still had problems. When the foot pedal was activated facility rec'd working tones however the device did not work. The surgeon stuck the device in water and activated the foot pedal. The surgeon did not get any indication that the device worked. It is unknown how the case was completed. There was no consequence to pt.